Event description:
On (B)(6) 2010, the patient underwent a knee arthroscopy using a super multivac 50 with integrated finger switches. Toward the end of the procedure, the physician noticed that there was no electrode screen left on the tip of the device. A small piece of metal was retrieved from the joint and x-rays were taken to try to determine if there were additional pieces in the joint. No additional pieces were located with the x-rays.

Manufacturer narrative:
The device is returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.